Event description:
The customer reported that there was no power getting to the system, the cmos would not reset, and the system would not boot up. No pt injury was reported.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The single board computer was replaced and the software and the calibration files were reloaded. The system was tested and found to be working as intended and put back into service.